Event description:
During treatment for an acute cerebral stroke, the guidewire broke inside the patient's cerebral circulation (the exact location is unknown). The proximal section of the guidewire was removed and the broken distal portion remained inside the patient. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided the guidewire broke inside the patient's cerebral circulation during the procedure. The most likely that some anatomical or procedural factors caused or contributed to the event. The distal end of the wire may have become kinked/bent and fractured as a result of the device manipulation in the patient's cerebral circulation. Therefore, a root cause related to operational context has been assigned to this event.

Event description:
During treatment for an acute cerebral stroke, the guidewire broke inside the patient's cerebral circulation (the exact location is unknown). The proximal section of the guidewire was removed, and the broken distal portion remained inside the patient. No further information was provided.

Manufacturer narrative:
(B)(4). The reported event of device's tip broken.